Event description:
It was reported patient underwent an initial right total knee arthroplasty on an unknown date. Subsequently, the patient underwent a patella resurfacing procedure on (B)(6) 2015 due to pain. A patella button was implanted.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this product is not a licensed or manufactured in the u.s.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.